Event description:
It was reported that the patient expired, and the pathologist confirmed a lead fracture. There is no allegation that the lead fracture contributed to the patient's death. Additional information was received reporting that the patient had been admitted to the hospital four days prior to death due to symptoms of exertional chest discomfort and shortness of breath. Device interrogation revealed normal function with no vf/vt or bradycardic episodes. The patient was in the hospital and on telemetry when he stopped breathing and became pulseless. Rescue attempts were unsuccessful and the patient died. The patient's heart rythym at the time of death was sinus rythym with pulseless electrical activity. The cause of death was reported to be dilated cardiomyopathy. Information from the hcp reported that the patient's death was not system related. There is no note in the autopsy report of a lead fracture. The lead was explanted, but has not been returned to medtronic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the patient expired, and the pathologist confirmed a lead fracture. There is no allegation that the lead fracture contributed to the patient's death. Additional information was received reporting that the patient had been admitted to the hospital four days prior to death, due to symptoms of exertional chest discomfort and shortness of breath. Device interrogation revealed normal function with no vf/vt or bradycardic episodes. The patient was in the hospital and on telemetry when he stopped breathing and became pulseless. Rescue attempts were unsuccessful and the patient died. The patient's heart rhythm at the time of death was sinus rhythm with pulseless electrical activity. The cause of death was reported to be dilated cardiomyopathy. Information from the hcp reported that the patient's death was not system related. There is no note in the autopsy report of a lead fracture. The lead was explanted, but has not been returned to medtronic. No conclusion can be drawn; lead(s), fracture of.